Event description:
Info was received in 2004 from a physician's office regarding a pt with a history of osteoarthritis and one previous synvisc series (started in 07/2002; see synv-14468), who experienced pain in bilateral knees, joint effusion, difficulty walking and inflammation. The pt began a treatment with synvisc in 2004. The pt received two injections of synvisc into both knees the same month. Six days later, the pt came back to see the physician with a complaint of difficulty walking after their first injection. The physician thought the pt had some inflammation and advised to take otc aleve. In 2004, the pt experienced excruciating pain in bilateral knees after the second injections. The next day, pt contacted the physician's office to complain about the pain and was admitted to the hosp (unsure if the pt went to the hosp on their own or the physician ordered; length of hosp stay unknown). The pt had an x-ray of bilateral knees in the hospital. X-ray results were as follows: mild oa with joint effusion, sepsis ruled out. The reporter believed the main reason for the x-ray was to rule out sepsis but pt was not positive of this. At the time of this report, the pt's outcome was unknown. Additional info was received one month later, from the physician's office (family practice physician who administered the synvisc injections). About a month ago, the pt went to the emergency room where an arthrocentesis was done (knee unknown) and synovial analysis was negative; demerol was given for pain. The pt was admitted for the day and an arthroscopy was performed by an orthopedist. A copy of the discharge summary was not available. The physician had not seen the pt and could not provide any info regarding current status, severity or causality. At the time of this report, the pt's outcome was unknown. Qa investigation results: qa performed a review of the production and quality control documentation for lot # u0408. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot.